Event description:
It was reported to philips that the device gave a blower temp high alarm with error code 1122 during preventive maintenance. There was no patient involvement or harm. This event was reported to have occurred during preventive maintenance. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer stated the filters were not too dirty and the cooling fan operated properly. The right-side panel was observed to look dusty. The customer stated they would run the device for a few hours and if it failed again for the blower temperature high, they would replace parts. The rse recommended the blower assembly and the motor control (mc) pcba. The customer called back and stated they were unable to duplicate the reported issue. Following the evaluation of the device, the customer stated they were unable to duplicate the issue after running the device for a few hours. The unit was then functionally tested and successfully passed specified tests. Based on the information provided, the alleged device malfunction could not be confirmed. No parts were reported to have been replaced. The available information indicates that the device is functioning as intended.

Event description:
It was reported to philips that the device gave a blower temp high alarm with error code 1122 during preventive maintenance. There was no patient involvement or harm. This event was reported to have occurred during preventive maintenance. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer stated the filters were not too dirty and the cooling fan operated properly. The right-side panel was observed to look dusty. The customer stated they would run the device for a few hours and if it failed again for the blower temperature high, they would replace parts. The rse recommended the blower assembly and the motor control (mc) pcba. The customer called back and stated they were unable to duplicate the reported issue. Following the evaluation of the device, the customer stated they were unable to duplicate the issue after running the device for a few hours. The unit was then functionally tested and successfully passed specified tests. Based on the information provided, the alleged device malfunction could not be confirmed. No parts were reported to have been replaced. The available information indicates that the device is functioning as intended.